Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician investigated the hcu20 and could not find any malfunction. No indication of the unit causing the reported symptom. The unit was handed over in good working condition. A maquet service technician is in contact with our application specialist regarding this issue. After new information becomes available a supplemental medwatch will be submitted. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
"Customer compliant: burn on the patient suspected from patient blanket. Checked outgoing temperature with external temperature meter found the difference between 0.2 degree." The incident occurred during patient treatment. The patient suffered burns. Affected component: heating/cooling blanket (currently no material number is known). (B)(4).

Manufacturer narrative:
A clinical evaluation of the pictures provided by the claiming hospital, the service data and the complaint description was performed by one of maquet´s therapy application managers: the pictures show one electrical injury and two punctual burns on the back of the patient as well as on the left side of the breast a planar injury is seen. The device service control indicates functionality as specified. Possible physiological root causes of burns during surgical procedures are as follows: electric burn. Electric burn can occur: by operational deterioration of electrosurgical devices. By wrong position of the electrode. By unplanned electrical bypass of the electrode. By e.g. Surface wetness (bleeding during major surgical procedure), to the body connected measuring probes etc. Chemical burn: chemical burn by aggressive liquids e.g. Disinfection solutions. Direct-contact heat. Burn by direct-contact heat cause of overheating blanket. Technical root causes: technical reasons are not seen in the technical inspection of the device. The hcu 20 was still in use after the incident according the complaint report. Conclusion: an overheating of the blanket would have impact on the contact surface of the patient body and the technical inspection of the hcu 20 preclude a malfunction of the device. The root cause of the incident is unknown by clinical side due to insufficient information.

Event description:
(B)(4).